Event description:
The physician who performed the omni procedure reported that the microcatheter broke off during advancement. The surgeon indicated that while withdrawing the microcatheter, pressure was applied against the back wall, and this action resulted in separation of a portion of the blue catheter.